Manufacturer narrative:
An additional follow up was performed with the customer, and it was reported that after the power supply, motor control board, and blower assembly were all replaced, the issue was resolved. The device was returned to service. D4 - product UDI is corrected.

Manufacturer narrative:
During follow up with the customer, it was reported that the motor control board was replaced but the issue was not resolved. The customer reported that the issue is still being diagnosed.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was constantly displaying a patient occluded alert, and that the blower was not spinning. The device was in clinical use when the issue occurred. There was no patient or user harm reported. Initially, the remote service engineer (rse) recommended replacing the blower assembly. A follow-up was performed with the customer, and it was reported that the power supply and motor control board would need to be replaced. The customer also verified that the blower assembly was not an issue and was not replaced. Complete repair of the device is still pending the availability of replacement parts.

Manufacturer narrative:
During a follow up with the customer, it was reported that the power supply was replaced, and the 24 volts direct current (vdc) was restored. In addition, the customer contacted the service department again and reported that the pneumatics screen displayed an increased flow from zero to 100 standard liters per minute (slpm) while monitoring blower revolutions per minute (rpm)/amps and volts. The customer was advised to replace the motor control board. The customer reported that the motor control (mc) board has not been received yet, and the repair has not been completed.